Manufacturer narrative:
Follow-up indicated that the patient has a second stimulator prior to senza from another manufacturer to treat her bladder issues. The physician turned-off both stimulators and turned on one at a time to determine which stimulator was causing the patient's gastrointestinal (gi) symptoms. It was determined that the nevro stimulator is not responsible for patient's gi symptoms. The patient continues to use senza to find effective pain relief.

Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
Nevro received the following report: a patient reported signs of nausea and diarrhea following an implant procedure. The patient presented to the hospital and was provided medication intravenously. The patient has a pre-existing gastrointestinal condition, but the physician believed that stimulation could be aggravating the symptoms. The patient is working through the algorithm to mitigate the gastrointestinal symptoms.